Event description:
Information received indicates the beds nurse call function is not working.

Manufacturer narrative:
The technician found the leads on the sidecom communication board were damaged. The technician replaced the communication board to repair the bed.